Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor failed testing. The cause for the failure was a damaged c19 capacitor. The root cause of the damaged capacitor cannot be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor returned a monitor during the investigation of an unrelated issue when a reportable malfunction was found.